Event description:
The field engineer reported that there was discharges in the high voltage tank and the system would not perform fluoroscopic x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced. The system was then found to be operating as intended.